Event description:
The initial reporter received questionable elecsys estradiol iii assay results from 3 patients on a cobas e411 immunoassay analyzer with serial number (B)(4). For patient 1, the initial e2 result was <5 pg/ml. The repeat result was 72.81 pg/ml. For patient 2, the initial e2 result was <5 pg/ml. The repeat result was 53.19 pg/ml. For patient 3, the initial e2 result was <5 pg/ml. The repeat result was 28.29 pg/ml. The initial results were not reported outside of the laboratory. It is unknown which results were deemed correct.

Manufacturer narrative:
The customer stated the issue was resolved by changing the reagent. The investigation is ongoing.

Manufacturer narrative:
The customer stated that they had qc failures on the day of the event. The customer performed re-calibration and qc successfully prior to running patient samples. The field service engineer ran qc on the analyzer successfully after the customer changed the reagent. The investigation found that there were many reagent rotor temperature alarms on the alarm trace, calibration signals were too low, and the measuring cell had not been replaced since 2019. Based on the available information, a general reagent issue could not be excluded. No further complaints from the customer were received.